Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is a capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified lot number 3144854, catalog number ssm 445, fold creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV. The device has been explanted.